Event description:
Patient reported left side deflation. Healthcare professional reported creasing and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/16/2012. Device evaluation: visual analysis of the device found brown particles on the inner and outer surfaces, fold creases, wear abrasion. There was a anterior shell opening, white tissue on the outer surface, >75% total separation of the plug strap disk shell, 0-25% shell missing, and brown particles in the fill channel. A leak test was performed which found no leakage. Micro analysis found >75% total separation of the plug strap disk shell attributed to adhesive failure, two anterior striated, curved openings attributed to surgical damage, and an anterior sharp, linear opening attributed to an unidentified (tear) opening. A dimension measurement was performed and found the shell thickness was within spec. A fill inspection was performed which found no blockage. The event of capsular contracture, baker grade iii. Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.